Manufacturer narrative:
Section a2: date of birth: unknown, information not provided. Section: a3b, a4: unknown, information not provided. Section a5: ethnicity: indian section a6: unknown, information not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: unknown as lot number was not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: phone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was suction loss during laser firing with elita femtosecond laser. There was no patient injury, one tag was present at the junction of the two flaps the old and the new one. The surgeon separated them manually with scissors. The surgeon made a deeper flap with smaller diameter and completed the surgery. No further information is available.